Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported that she has experienced elevated blood glucose (value not provided) while using this infusion device when she wakes up. Her dr adjusted her night time basal rates several times but the issues persists. She does not trust the infusion device is correctly delivering insulin. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.